Event description:
It was reported that the dinamap pro care 400 monitor was not producting audible sounds. No injury or delay in treatment was reported.

Manufacturer narrative:
A ge healthcare service technician performed an on-site evaluation and determined that the cause of the reported issue was a failed speaker assembly. The speaker assembly was replaced and corrected the reported issue. The device was tested following repairs and was found to operate within specifications.